Event description:
Please see section h11 for device investigation results.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned coil system found the implant stretched at the proximal section, kinked at the middle and the distal section, and separated from the pusher. The pusher was not returned for evaluation. The investigation found that the implant's monofilament at the tie knot showed a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that this was a splenic aneurysm embolization surgery, the physician used a system coil firstly and then used a hydrocoil 18 system. At the first time this hydrocoil was not located well and the physician try to reposited it, but found that this coil detached at the connection point with the pusher. The physician retrieved the coil out of the patient together with the microcatheter and used a new coil for embolization. There was no additional intervention performed and the coil was removed by the microcatheter. There was no impact / injury on the patient.